Manufacturer narrative:
Unit failed prime/seating test due to moisture damage on motor assembly. Unable to perform unit passed displacement test, rewind test, basic occlusion test, force sensor test and occlusion test. Moisture damage on force sensor assembly and electronic board stack. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was unable to exit the load reservoir process. The customer¿s blood glucose level was 101 mg/dl at the time of the incident. No troubleshooting was performed. The insulin pump was returned for analysis.